Event description:
The pt reportedly experienced skin flap breakdown. The pt experienced liquid flowing from the wound and the implant was exposed. The pt was prescribed azithromycin from (B)(6) 2014, on (B)(6) 2014, the pt was hospitalized and underwent a wound cleaning surgery.